Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was not impacted as the pump was being used with saline. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and delivery was able to be resumed.